Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a failed battery test alarm. Customer's blood glucose was 334 mg/dl. During troubleshooting, customer was not able to remove battery cap. Customer was advised that insulin pump would need to be replaced. No further information provided.